Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2025, mentor determined that the report submitted under manufacturer report number 1645337-2025-09693 is a duplicate file of this report. This report has been updated with the new information and final reporting will be conducted in this file accordingly. Updated information: in addition to the rupture, the patient experienced right breast pain and swelling and diagnosed with right breast capsular contracture (baker grade rating was not provided). She underwent bilateral implant removal on (B)(6) 2025 date of explantation: (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture, local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. On october 10, 2025, mentor was notified that the patient was replaced with motiva (non-mentor) implants during the revision surgery. On october 28, 2025, mentor was notified that the patient was diagnosed with right breast baker grade iii-IV capsular contracture with associated implant malposition. Additionally, imaging results were provided which indicated a indeterminate left breast mass which was probably benign and favored to represent a benign confluence of vessels. A targeted ultrasound of the region was recommended to confirm that there are no suspicious findings. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On october 28, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three (3) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the rupture found, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).